Event description:
It was reported that the surgeon had issues with the milling guide and the milling bit. Outside of the wound the milling guide appeared to work fine but once it was put in place, the inferior hole was milled with no problem, but the guide didn't move/sweep as it should for the superior hole. In an attempt to make the milling guide move, the milling bit broke. The surgeon used a new bit and flipped the milling guide to use the other end. The surgeon was able to remove the broken bit without any trouble. There was a delay in the procedure of 20 minutes as a result of the event. The surgeon was worried about the superior cut but he elected to proceed with the procedure. He was able to implant the device normally and it fit as it should. The procedure was completed successfully without any reported patient harm. This is 2 of 2 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: february 13, 2012. A review of the device history record was performed. The parts were released to warehouse on (B)(4) 2012 with an expiration date of 1/31/17. The 3-d medical machining manufactured the milling bit with 2.35mmx33.5mm shaft - sterile, p/n 03.820.167s, and lot number 6718941. The supplier¿s certificates of compliance (dated (B)(4) 2011 for the original receipt of this lot, and (B)(4) 2011 for the receipt after rework) indicate the parts were manufactured to p/n 03.820.167, and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet. For the original receipt of this lot, inspection was discontinued for ncr, generated (B)(4) 2011 for discoloration on the part tangs. That entire lot was returned to the supplier and the ncr was closed (B)(4) 2011. The parts were reworked at 3d medical machining, and returned. The parts were re-inspected, and an ncr was generated (B)(4) 2012 for discoloration and uneven finish. Three pieces were returned to the supplier and the ncr was closed (B)(4) 2012. The remaining 12 pieces of this lot were released (B)(4) 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.